Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer was hospitalized and subsequently administered to the intensive care unit. It was also reported that there were "multiple glitches" with the pump. The customer declined troubleshooting with tandem technical support, and declined to provide additional information.